Event description:
It was reported that device damage occurred. A left atrial appendage closure procedure was being performed. A 30mm watchman closure device and delivery system (wds) was advanced. During recapture the anchor of the closure device pierced the sheath. The wds was removed and exchanged for a different device to complete the procedure.

Manufacturer narrative:
H6: evaluation conclusion code updated from 'cmc - no problem detected' to 'adverse event related to procedure. Device evaluated by MFR.: the returned watchman delivery system with the implant in the sheath was returned for analysis and confirmed the reported allegation as the sheath was damaged by the anchors. Visual inspection identified numerous kinks in the sheath. Microscopic inspections revealed tip damage as the tri-cuts were flared, the distal marker band was kinked, and there were abrasions on the inside of the sheath tip. The implant had anchor damage and there was a hole in the sheath 1cm proximal of the tip. The observed tip and anchor damage is consistent with deploying the implant and then re-capturing past the anchors and re-deploying in the anatomy. The additional observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that device damage occurred. A left atrial appendage closure procedure was being performed. A 30mm watchman closure device and delivery system (wds) was advanced. During recapture the anchor of the closure device pierced the sheath. The wds was removed and exchanged for a different device to complete the procedure.